Event description:
The duett sealing device was deployed in the right femoral access site following an interventional procedure. The onset of symptoms consistent with an arterial occlusion (cold, pulseless foot) occurred almost immediately post deployment. An angiogram confirmed the occlusion, which was treated with thrombolytic therapy, and later, a c-clamp to the site. The pt later experienced rebleeding from the access site and bilateral hematomas. No further complications were noted.